Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited oversensing of noise resulted in pacing inhibition. It was also reported that the ra and rv leads had insulation damage which was confirmed via fluoroscopy. The ra and rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.